Event description:
It was reported that, "poly exchange because of loosening of tissues. Hospital will not release xrays or removed implant."

Manufacturer narrative:
No device related trends are noted for revision due to loosening of tissues. The results of the investigation are inconclusive due to the lack of info provided. Device is not available for evaluation. No evaluation was performed. Additional info, has been requested and if received, will be provided on a supplemental report.